Event description:
Additional information received reported that following the retreatment procedure on (B)(6) 2025, the patient experienced bleeding at the right femoral puncture site, with placement of a femoseal requiring manual compression for 15 minutes. They had an onset of right scarpa hematoma. Findings included non-circulating hematoma measured 9x10x14mm at the puncture site. Per the retreatment discharge summary on (B)(6) 2025 the patient experienced an ¿appearance of nausea.¿ per corelab imaging on (B)(6) 2025, the patient had parent artery stenosis of 75 to 100%. No symptoms or actions taken have been reported in association with this finding.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from site query regarding the "75-100% parent artery stenosis" event following the retreatment procedure on (B)(6) 2025. The site indicated that the retreatment intervention "aimed at occluding the right internal carotid artery (ica); this was intentional. This was the therpeutic option chosen together with the patient to treat the aneurysmal progression." Therefore, the post-operative stenosis of 75-100% was not considered an adverse event. This observation was noted by the site source in dictation of brain magnetic resonance angiography (mra) imaging report as: "post-therapeutic occlusion of the right internal carotid artery, right sylvian circulation perfused by the collateral network and in particular via the right a1 segment with discreetly damped flow appearance on tof." As noted previously, they changes were expected findings due to intentional therapeutic occlusion of the ica, not due to any adverse event.

Manufacturer narrative:
B5 updated with additional information received. Stenosis coding was removed from the event due to clarification received from the site. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: correction to annex e coding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that dsa imaging on (B)(6) 2025 showed 75-100% parent artery stenosis. No symptoms or actions were associated with this finding. The patient's 3 year imaging on (B)(6) 2025 showed aneurysm occlusion raymond and roy (r<(>&<)>r) class 3, but after the retreatment it was r class 1 on (B)(6) 2025. It was also reported that the patient experienced a cerebral infarction and hydrocephalus on (B)(6) 2025. There was a deep and superficial parenchymal sequelae on the right side. Some sequelae was also associated with deep left junctional lesions. There was an increase in ventricular volume flattened appearance of the furrows at the vertex. No further treatment or hospitalization was given. They hydrocephalus outcome was not recovered/not resolved, but the infarction was noted as recovering/resolving. These adverse events did not result in new or worsening of existing neurological deficits. The site assessed the infarction as caused by the retreatment procedure and not related to the device, antiplatelet medication, or the disease under study. The site assessed the hydrocephalus as possibly related to the disease under study and not related to the device, procedure, or antiplatelet medication. The sponsor assessed the hydrocephalus as possibly related to the retreatment procedure and device, and not related to an ancillary device or antiplatelet regimen.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received corrected that the aneurysm retreatment recovered/resolved on (B)(6) 2025. The site updated their assessment of the retreatment to possibly related to the device. The retreatment was due to residual neck aneurysm as well as an increase in aneurysm size. It was noted that the patient's "appearance of nausea" resolved spontaneously and was not clinically significant. The patient was asymptomatic as of (B)(6) 2025. Normal pressure hydrocephalus was suggested. The patient was planning to consult with a neurologist.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that imaging on (B)(6) 2025 showed discreet dysplastic appearance of the anterior communicating complex (loading due to carotid occlusion).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient experienced a stroke with an onset date of 2023-03-15. This adverse event (ae) resulted in new hospitalization. The patient was hospitalized from (B)(6) 2023 to (B)(6) 2023. Concomitant or additional treatment was given. The patient recovered and the issue resolved on (B)(6) 2023. Ae was not related to the disease under study. Ae resulted in new or worsening of existing neurological deficits. Symptoms did not last more than 24 hours. The patient experienced ischemic stroke right carotid artery, revealed by ataxia on (B)(6) 2023. Initial national institutes of health stroke scale (nihss) 1. The site assessed this event as not related to the study device or procedure. The sponsor assessed the event as possibly related to the device vantage and dual antiplatelet therapy (dapt), not related to the procedure or ancillary device. The patient was undergoing surgery for treatment of a saccular, sidewall right internal carotid artery (ica) c2 aneurysm with a max diameter of 21mm and a 9mm neck diameter. Aneurysm dome height was 21mm and aneurysm dome width was 16mm. Parent artery diameter distal to aneurysm was 3.5mm, and parent artery diameter proximal to aneurysm was 5mm. There was significant stasis post implant. There was complete neck coverage at the end of the procedure. At the end of the procedure, aneurysm occlusion (raymond and roy) was class 1. Additional information was received that the patient had episodes of positional vertigo and vomiting after waking. Additional information was received reporting that per site aneurysm retreatment imaging crf, digital subtraction angiography (dsa) imaging on (B)(6) 2025 reported complete neck coverage achieved at the end of procedure as "no, the right internal carotid artery (ica) was occluded using coils." Per aneurysm ancillary and adjunctive devices crf ((B)(6) 2025), reason for coils used was "occlusion of the right carotid artery". The site reports coils were the device used during retreatment procedure. Adverse event target aneurysm recurrence was transmitted to gch including details about retreatment. Site has been queried to clarify findings. Site has not reported any symptoms. There was no assessment for product/therapy/procedure relatedness made by the investigator, sponsor, or clinical events committee (cec). There was no reported impact to the patient or medical intervention required to prevent permanent injury or impairment. There were no patient symptoms/injuries related to this event. Additionally, there was target aneurysm recurrence. This adverse event (ae) led to new hospitalization from (B)(6) 2025 to (B)(6) 2025. Ae was not treated in another manner, treated with blood transfusion, physical therapy, surgical procedure, or concomitant or additional treatment. Ae was treated with percutaneous intervention. Ae did not lead to diagnostic procedure or test being performed. Ae occurred post-procedure and did not result in new or worsening of existing neurological deficits. There was an increase in size of the aneurysmal sac treated, with the appearance of a small circulating portion in contact with the carotid termination through the mesh of the flow diverter. The site assessed this event did not lead to congenital anomaly, death, disability, or medical intervention and was not considered life-threatening. Ae did result in hospitalization. The sponsor assessed this event as possibly related to the device vantage, not related to the index procedure, ancillary device or apt regimen. Site has not made relationship assessments at the time of review. Additional information was received reporting vascular access site hematoma with onset date of (B)(6) 2025. Ae did not lead to hospitalization, treatment in another manner, blood transfusion, percutaneous intervention, physical therapy, surgical procedure, or concomitant or additional treatment being given. The outcome status is recovering/resolving on (B)(6) 2025. Ae did not lead to diagnostic procedure or test. Ae occurred post-procedure and was not related to the disease under study. Ae did not result in new or worsening of existing neurological deficits. There was non-circulating right hematoma measured at 9x10x14mm at the puncture site. The site assessed this event did not lead to congenital anomaly, death, disability, hospitalization, or medical intervention and was not considered life-threatening. The site assessed this event as probably related to the antiplatelet medication, not related to the study ancillary device, or study device and causally related to the study procedure. Additional information was received reporting that the site assessed this event of vascular site hematoma as possibly related to the antiplatelet medication and causally related to the retreatment procedure. Additionally, site reports raymond and roy class 3. Complete neck coverage achieved at end of procedure was no with updated details "the target aneurysm located in the right ica was occluded using coils" site reports coils were the device used during retreatment procedure. The patient was undergoing surgery for treatment of a saccular, unruptured right internal carotid artery (ica) c2 sidewall previously untreated aneurysm with a max diameter of 21 mm and a 9 mm neck diameter. The dome height was 21 mm and width was 16 mm. Parent artery diameter distal to aneurysm was 3.5 mm. Parent artery diameter proximal to aneurysm was 5 mm. There was significant stasis at the end of the procedure. There was complete neck coverage at the end of the procedure. The aneurysm occlusion (raymond and roy) at the end of the procedure was class 1. The patient's medical history includes non-smoker. Aneurysm symptoms included visual field defect. The study device was successfully implanted in the subject. Complete wall apposition was achieved. Internal carotid artery side branches were covered by the pipeline device. There was aneurysm retreatment procedure on (B)(6) 2025, reason for retreatment was aneurysm increase in size. Retreatment type was coils. Date of admission was (B)(6) 2025 and discharge was (B)(6) 2025. The patient was admitted to the ICU while hospitalized for retreatment study procedure. Admitted on (B)(6) 2025 and discharged on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that it is not uncommon that a patient be admitted to the ICU for monitoring post procedure, per site standard of care. This was considered normal as part of the retreatment procedure hospitalization. The reason for the retreatment procedure was aneurysm increase in size. Patient is asymptomatic. It was updated that concomitant or additional treatment was given. The event was recovered/resolved on (B)(6) 2025. The event was possibly related to the disease under study. The site assessed the event was probably related to the pipeline vantage, possibly related to the study procedure, and not related to the antiplatelet medication or ancillary device. The sponsor assessed as causally related to the device vantage and not related to index procedure, ancillary device or antiplatelet regimen. Additionally, the vascular access site hematoma was updated to recovered/resolved on (B)(6) 2025.